Event description:
A patient reported they were not able to get a blood reading on this meter. Their meter allegedly would only display "error 2". There was no treatment. Patient used a back up meter and continued testing. Blood glucose result was 208 mg/dl. No further information has been reported.